Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a threshold suspend. Customer stated that they had a blood glucose of 9.9 mmol/l and sugar glucose of 3.9 mmol/l. Customer stated that the difference between blood glucose and sugar glucose was more than 30 percentage. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.